Event description:
While being bathed patient was turned on right side against rail, siderail broke and patient fell out of bed. Patient a c-5 quadraplegic was unable to confirm injury. Resident sent for exam confirming a hairline lateral fracture of the left humerous. The arm was put in splint upon being transferred for exam. The arm will be in a cast for 4-6 weeks or until recovery. The electric bed and siderails involved are the personal property of the resident, a former construction contractor, has been a quadraplegic for 17 years. The bed was purchased by him from hospital salvage. At his instruction, the siderails were modified to accomodate an oversized matress. By extending the width of the siderail, this could have reduced strength of rail, allowing them to break when under stress. The manufacturer, borg warner health care products was purchased by amedico health care in 1982device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. No data - regarding date last serviced. Service provided by: unknown. Service records not available.no imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other, invalid data. Results of evaluation: modification of device. Conclusion: device failure occurred and was related to event, device was out of spec in a manner that relates to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service, other. Invalid data - on device destroyed/disposed of status.